Manufacturer narrative:
The (B)(6) county coroner's office noted an autopsy was not performed and there was no cause of death listed, only "natural". The office indicated toxicology was not performed and would not release any further information. No adverse events on last donation were noted and donor denied history of any medical conditions. Haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer went through the unit and found the calibrations were within specifications and all components functioning properly. Tech then performed a functional test and found the unit met manufacturer's specifications. There are no nonconformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all testing passed. There were no issues, events or alarms noted with the equipment used during the procedure and there were no issues noted with the disposables. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On july 14, 2022, haemonetics was made aware of a donor fatality from an unknown cause on (B)(6) 2022 which occurred within 24 hours of the donor's last donation procedure using a pcs®2 plasma collection system. On donor's first donation attempt on (B)(6) 2022, he received a second venipuncture secondary to low flow. Collected volume that day was <1ml. On february 5th, donor presented with mild bruising in both antecubital fossas and was deferred until healed. He returned on february 13th for his first successful donation. There was no autopsy performed. There was no report of donor reaction during the procedure. Donor did not have any documented allergies or immunizations. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation.